Event description:
A customer reported encountering a cgm error 42, which had occurred three or more times before but was only reported during this instance. There was no adverse impact to the customer's blood glucose level. Tandem technical support resolved the issue by deciding to replace the pump, which was under warranty. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Additionally, the customer was instructed on how to put the pump into storage mode and agreed to return the defective pump using a provided pre-paid label within ten days.